Manufacturer narrative:
A product evaluation was performed in order to investigate falsely elevated hemoglobin results. A review of service history for the cell-dyn emerald, serial number (B)(4), was conducted and found no issues. A review of the cell-dyn emerald system operator's manual (9213300g, august 2012) was performed and found adequate instructions for troubleshooting when imprecise hgb results are observed. A review of historical complaint data did not identify a similar issue. Based on the available information no product deficiency and no malfunction of the cell-dyn emerald analyzer, serial number (B)(4) was identified.

Event description:
A cell-dyn emerald generated a falsely elevated hemoglobin (hgb) result of 23.3g/dl on one patient. Results were questioned by the physician so the sample was retested and the hgb result generated was 16.2g/dl. Results provided by customer: initial/repeat ref range; rbc= 7.05/5.31 (4.0-5.8) m/ul, hgb= 23.3/16.2 (12-16) g/dl, hct= 67.6/49.6 (37.7-47.9) %. The controls were all within range. There was no reported impact to patient management. No additional patient information was provided.

Manufacturer narrative:
(B)(4). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.